Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead incurred damage in the insulation while being pulled out from the existing device. There was no unusual force or tools used to pull the lead or proximal pin from the header. Moreover, this rv lead was surgically abandoned and a new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
No product analysis could be performed as the complaint device was not returned. Moreover, tr96006 addresses and the complaint investigation conclusion code is design inadequate for purpose. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead incurred damage in the insulation while being pulled out from the existing device. There was no unusual force or tools used to pull the lead or proximal pin from the header. Moreover, this rv lead was surgically abandoned and a new lead was placed. No additional adverse patient effects were reported.